Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1800294 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip came out in closed. This issue occurred with two devices and both were replaced with the new units.

Event description:
It was reported that a clip came out in closed. This issue occurred with two devices and both were replaced with the new units.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml lot #73g1800294 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard. However, the ratchet sound that was heard seemed softer than what is normally expected indicating that the ratchet ears may be damaged. The first clip was unable to load properly into the jaws of the device. At this time, it was observed that there was no clip in the next position of the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the ratchet ears were broken. Based on the damage observed, the ratchet appears to have been broken during the decontamination process. It was also found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from loading properly into the jaws of the device. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned with 6 clips remaining indicating that 9 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.